Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding loosening. Lot ID: there have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent a prosthetic bilateral hip surgical procedure for a coxarthrosis on (B)(6) 2012 with an abgii mod. On (B)(6) 2017, he underwent a revision surgery of the right stem due to the metallosis. On (B)(6) 2017, he underwent a revision of the left prosthesis due to the mobilization of the acetabular component and periprosthetic calcifications of the left hip. This pi is for revision of the left hip.